Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces. The insulin pump passed the displacement, rewind, prime/a33, basic occlusion and occlusion tests. The insulin has cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump does not work. The buttons are not responding and the insulin pump will not rewind. Customer's blood glucose level at the time 167mg/dl. Advised insulin pump would be replaced. No additional information is provided.